Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited noise that was oversensed and led to pacing inhibition. The right ventricular lead had exhibited noise in the past, and the device had since been programmed to left-ventricular sensing. Programming changes were made and the patient was stable.